Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during the removal of the infusion site from the patient's leg, the plastic cannula broke away from the infusion set and remained in the patient's skin. According to the home care patient, a lump appeared at the infusion site. The home care patient reported that they contacted their health care professional who advised the patient to leave the cannula fragment in the skin and to monitor the site. According to the home care patient, their blood glucose levels rose to 400 mg/dl due to the interruption in insulin therapy. The home care patient reported that no corrective actions were taken to address their blood glucose levels. No permanent injury to the patient reported.